Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, one min 30 into the second heating cycle, a 10cc fluid loss occurred approx 5cc/min. A tenaculum was added at 9 o'clock as well as a raytec sponge. The procedure resumed and a second fluid loss alarm occurred at approximately 10cc/12cc per min. At this point, a suggestion was made to discontinue the procedure and the sheath was pulled out prior to cool down (70 c). After an inspection revealed no burns, the procedure again resumed with no additional fluid loss alarms upon removal of the speculum, a burn was observed and was distinguished as "first degree". Follow up information received in 2009, revealed that the cavity was cooled at the end of 10 minute ablation, the messages" cooling patient/fluid to body temperature, please stand by" appeared and there was no leak at the cervix. The burn was treated with silvadene cream, the procedure was completed with this device, and there were no further patient complications reported. Although, an attempt was made to confirm degree of burn with attending physician, there is no further information.

Manufacturer narrative:
The lot number is not known, therefore, expiration and manufacturing dates are not known. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.